Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8310635. Medical device expiration date: 2021-10-31. Device manufacture date: 2018-11-06. Medical device lot #: 8241920. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-08-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. This occurred on 2 occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: material no.: 382533. Batch/lot: 8310635; 8241920. It was reported that lincolnhealth is encountering some issues with the 20g insyte IV catheters. What is the issue that is being encountered? White fibers found on catheter. This complaint was created as additional information was received from complaint, (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. This occurred on 2 occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: material no.: 382533. Batch/lot: 8310635; 8241920. It was reported that lincolnhealth is encountering some issues with the 20g insyte IV catheters. What is the issue that is being encountered? White fibers found on catheter. This complaint was created as additional information was received from complaint, 881748.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches. The complaint could not be confirmed and the root cause could not be determined.